Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the mid left anterior descending (lad) artery. The 2.50x20mm rx trek balloon dilatation catheter (bdc) was advanced to the lesion with resistance felt from the anatomy. During the multiple attempts to cross, the physician was pushing on the hypotube and it separated. As the separated portion was outside the patient anatomy, the distal portion was simply removed without issue. No resistance was noted during removal. The procedure was completed using another bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.